Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/03/2015 with the following findings: a test battery cap was able to fully tighten onto the pump. The battery compartment was intact. The pump's black box showed evidence of unacknowledged alarms, eaw 150 auto off on (B)(6) 2015 and eaw 162 loss of prime on (B)(6) 2015. The pump's current draws were within specifications. No battery life issues were duplicated during the investigation. There was no evidence of moisture or loose components inside the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter alleged that battery life was shorter than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.